Manufacturer narrative:
After further review of additional information. (H3) the revision reported may have been the result of the excessive loading contact on the medial side over time, which likely resulted in prosthesis wear/fracture. However, this cannot be confirmed as the devices were not available for evaluation and adequate information was not provided. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision about 4 years ago. No additional information available, attempting to gain additional info.